Manufacturer narrative:
A device history record review was completed for provided material number 304000 and lot number 240512. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, 483 samples were returned for evaluation by our quality team. 480 of the needles were unused and inside the blister packaging and 3 of the needles were within opened blister packages. The 3 opened samples and 20 randomly selected needles of the unopened samples were microscopically examined. All of the cannulas showed well formed bevels with no signs of blunt point or damage. We would like to inform you that cannula point condition is routinely tested throughout the production process. Based on the preventive measures in place, we believe the probability of this defect is very low with an unlikely chance of recurrence. We would also like to inform you that intraocular use is not validated by bd. Please contact your local bd sales and/or marketing organization for additional assistance. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
E. Facility name exceeds character limit: (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd conventional needles: needle defect vs. Broken. The following information was provided by the initial reporter, translated from french to english: intravitreal injection with 30g canula needle broken and + short - not beveled risk of injury to the patient's eye as it is not beveled (no patient consequences).